Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief and was missing, which damaged the j702 connector on the dn pca board. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned an electrode belt indicating that it could not complete incoming testing.